Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the second treatment pass as the treating surgeon stepped on the aquabeam foot pedal, no connection was made with the aquabeam robotic system. Multiple troubleshooting steps were made to address the issue without avail. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam foot pedal was not returned for investigation. The team of field service engineers visited the hospital and conducted thorough testing on the footpedal, determining that it is in working as intended. The root cause of the event is undeterminable due to the inability to investigate the device further. A review of the device history record (DHR) ab2000-b/ serial number (B)(6) and the aquabeam foot pedal / lot number 18c00582 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev f, aquabeam robotic system user manual, us, english states the following: 11.2.3 non-sterile: console, motorpack, and foot pedal connection connect the foot pedal to the front of console: -connect the foot pedal plug on the front left port. -ensure the connector locks in place. 7.1.3 treatment: during treat mode, the operating physician presses and holds the foot pedal to execute the resection plan using the aquabeam robotic system high-velocity waterjet. The high-velocity waterjet is active while the foot pedal is pressed. Monitor the progress of resection on the live trus image and adjust the remaining treatment plan as needed. Release the foot pedal to pause treatment. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.